Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for right atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion requiring medication. During ablation phase, the patient became hypotensive and an effusion was confirmed via intracardiac echocardiogram. Medication was used to stabilize the blood pressure. The patient was transferred to the intensive care unit. The patient did require extended hospitalization as a result of this event in order to monitor the effusion. Patient was reported to be in stable condition at the time this complaint was reported. There were no factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was related to the boston scientific blazer d deca catheter. No transseptal puncture was performed. Generator set on standard thermocool settings at 50 watts. Last ablation cycle time at the site of injury was 5 seconds. Impedance reading was high at the time of injury. Irrigated catheter set on thermocool st settings. There is no information regarding anticoagulation during the procedure. The physician did suspect the cause of the event was the boston scientific blazer d deca catheter, however in taking a conservative approach, this event will be reported under the bwi catheter because the event was noticed after some ablations with the bwi catheter were performed.